Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted 1 two-way foley catheter inflation cap not attached. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon inflated passively with no issues. No root cause could be found because the reported event was unconfirmed. Also noted observation that the retention cap had falling off on the return sample. This is considered a failure stating that " cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap without cuts, holes or tears on the inflation arm". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after catheter was inserted to the patient, the catheter balloon was difficult to inflate. Per sample evaluation from investigator via email on (B)(6) 2022, retention cap falling off .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after catheter was inserted to the patient, the catheter balloon was difficult to inflate.